Manufacturer narrative:
Continuation from concomitant medical products: lead model 3387s-40 lot# v639995 implanted: (B)(6) 2011 explanted: na. Extension model 7482a95 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Lead model 3387s-40 lot# v639995 implanted: (B)(6) 2011 explanted: na. Extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: na. Programmer model 37642 serial# (B)(4). Ins model 37602 serial# (B)(4) implanted: (B)(6) 2011 explanted: na.

Event description:
The patient experienced a loss of therapeutic effect for her left arm and hand. It shakes and is not controlled. The right arm was doing fine with little shaking. A couple weeks ago she felt a "snap" at the left side of her neck and since then she has swelling on the right side of her neck following along the lead/extension path (which was the side she had cancer on). The left ins moves when she turned her head either to the right or left, which could become pretty painful. In (B)(6) 2011, an MRI indicated that she would need more surgery, the details were unclear. She was supposed to see a surgeon as there was nothing else programming could do. She was in fair condition. Additional information has been requested. Reference manufacturer report# 3004209178-2012-01534.